Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 3mm x 40mm x 146cm coyote es balloon was advanced for dilation. However, during the first inflation at 8 atmospheres for 60 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.